Event description:
This report is filed for the torn interatrial septum. It was reported that during a mitraclip procedure in a patient with mitral regurgitation (mr) grade 3-4, before the device was introduced into the anatomy, the interatrial septum was noted to be stretchy and floppy. Imaging was suboptimal. The transseptal puncture height was 4.2 cm at the beginning of the case. The guide wire, then the dilator crossed the septum. The steerable guide catheter (sgc) met resistance crossing the septum, but was able to cross successfully. The clip delivery system (cds) was advanced to the mitral valve. Due to a rapid heart rate (110 beats per minute) and leaflet pathology the leaflets were difficult to grasp. Medication was given to lower the blood pressure and heart rate, but the leaflets could not be grasped. After several grasping attempts, it was noted that the transseptal height had decreased to 2.3 cm. Left to right shunting was noted at the septum. The cds and sgc were removed from the anatomy and the procedure was stopped without clip implantation. Surgical intervention is being considered. No treatment was provided for the atrial septal tear. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation determined that the resistance while inserting the steerable guide catheter into the anatomy was likely associated with the floppy septum of the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial septal defect (atrial tear) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.